Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two unknown mentor implants and suffered breast implant illness, post-operatively. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis the product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 7, 2023, mentor received additional information indicating other symptoms that the patient experienced. The patient also suffered breast ptosis, widened areolas, shortness of breath and back pain.

Manufacturer narrative:
On january 18, 2023, mentor received additional information indicating that the patient also experienced bilateral capsular contractures (baker grade unknown) and breast pain. In addition, during the explantation surgery, cultures were taken from the patient's capsules. Results came back showing, few cutibacterium acnes. On february 7, 2023, mentor received additional information indicating the patient's date of birth, and correct date of explantation. The following have been populated.